Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The outer and inner insulation of the lead developed a breach at the first rib/clavicle location while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead exhibited high thresholds, loss of capture, oversensing, and a continuation of low impedance values. The rv lead showed high thresholds. A procedure was performed to remove and replace the ra lead. The existing rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical product: product ID: 4024-58 lead, implanted: (B)(6) 1997. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced muscle stimulation, pocket stimulation and nerve stimulation. During device interrogation, the patient¿s right arm jumped when magnet was placed over the pacemaker. There was lead warning due to low impedance on the right atrial (ra) lead. There was also noise on the lead. The device was reprogrammed and the ra lead remains in use. It was also reported there was varying threshold on the right ventricular (rv) lead. The lead remains in use. No further patient complications have been reported as a result of this event.